Event description:
During meniscal repair, after deployment of t1, the needle assembly fell apart. The surgeon cut the suture free from t1, leaving it in the capsule. Additional fast-fix devices were used to successfully complete surgery. No patient injury or complications were reported.